Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the connector pin measuring 24.5 cm was returned for analysis. External insulation abrasion was noted at 22.6-22.9 cm from the connector pin, consistent with friction to another device or feature of the heart. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Should have been reported as (B)(6) 2009.